Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that one week post implant, the atrial lead exhibited loss of capture. The lead was repositioned on (B)(6) 2011. On (B)(6) 2011, loss of atrial capture occurred again. The patient's pulse generator was programmed from dddr to vvir. The patient felt fine.